Event description:
It was reported by the rep that during a gastric bypass procedure, two tanks of gas were used. A 15mm trocar, 12mm trocar and three 12mm sleeves were being used at the same time, however, it is unknown exactly which one of the trocars or sleeves were leaking every time a device was being inserted. It was noticed that every time an instrument was inserted, the pressure would drop significantly to an unknown value. The camera was inserted into a 12mm trocar, the gas line was connected and the stopcock was opened. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged duckbill. The analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. A batch record review was performed and no anomalies were found during the manufacturing process.